Event description:
Medtronic received information that the patient with this med hall 25mm mechanical mitral valve (serial number not available) implanted twenty-five years, presented with acute mitral stenosis. An emergent explant was performed. During the explant, the annulus and tissue were found to be very fibrotic. The fibrotic tissue was excised. An open pivot mechanical valve was implanted per the usual procedure, including testing of leaflets. After going off-pump, echocardiogram showed that one leaflet did not open properly. The patient was put back on-pump, and the valve was rotated (90°). The valve leaflets were successfully tested. After going off-pump, the echocardiogram again showed a leaflet did not open properly. The physician felt the leaflets were hindered by the patient¿s anatomy. According to the physician, the newly implanted valve did not have any contact with the fibrotic tissue. It was reported that the patient decompensated during the procedure and died. The physician stated the cause of death was peripheral circulatory collapse and myocardial pump failure. The med hal valve will not be returned.

Manufacturer narrative:
The device history record of this valve could not be reviewed as the serial number was not provided. The device was not returned for analysis. An echocardiogram was provided to medtronic; its review showed that this device¿s disc did not open appreciably during diastole, and the findings were compatible with the stated history of dysfunction of a disc-type mechanical valve in the mitral position. From the available information, a conclusive cause of the reported stenosis of this device could not be determined.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Open pivot valve reported in medwatch 2025587-2014-00736. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.